Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime process. Customer stated that the bottom part of the insulin pump has become unglued. Customer carries the insulin pump in her bra. The blood glucose reading is 400 mg/dl. Customer treated with manual injection. Customer is taking prednisone. The drive support cap is loose. Advised the customer that the insulin pump will be replaced. Nothing further reported.